Event description:
It was reported that during a device follow up alerts were seen on the atrial and ventricular lead. The right atrial (ra) lead showed intermitted capture while all other parameters were good and within range. No adverse patient effects were reported. Programming optimization was discussed. The lead remains implanted.